Event description:
Tpn bag containing IV solution ruptured as bag was taken out of refrigerator to warm for administration. Bag was filled in the pharmacy on 5/31/00 and had been refrigerated until event on 6/7/00.